Event description:
It was reported the device had "never functioned properly." In addition, it was stated that it was never placed correctly and the "entire situation" had made the patient's incontinence life "miserable." No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Event description:
Additional information received from the patient reported that she had tried 3 times with different urologist around there but was unable to have someone help her. The circumstance that led to the lead in the buttock was having an accident and she believed somehow the leads moved. She still had to use pads because after 4.5 years she still leaked ¿big time.¿ so far no steps had been taken to resolve the lack of effect and pain at the sphincter hole.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported she went to pain management to get relief from pain in her sphincter. Patient stated health care provider (hcp) believes that one of the leads was pushing against the sphincter and causing this pain. Patient stated excruciating pain. It was very uncomfortable and burning. Patient stated no one will give her anything for the pain and has been sitting on ice. The patient stated she thinks her implant is dead because she was leaking. Patient stated she went to the hospital because of the pain and hcp did an x-ray and determined her implant had moved. Patient stated they thought pain was part of her sciatica. Patient stated pain management gave her a shot in the area of the pain and it did not do anything for the pain. Patient mentioned on the call that pp batteries were dead but replacement batteries resolved issue on the call. The pp issue was resolved on call. Patient confirmed implant was on. Patient confirmed she was on program 1 at 2.4v. The patient turned stim off and stated pain/burning and uncomfortably went away. X-ray was performed on (B)(6) 2016 and was determined implant moved. The patient has been feeling uncomfortable pain/burning for 2 months now and sciatica for several months. The patient had leaking since implant.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v838980, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received via the consumer reported the implant was painful and it had not helped. She had been back to the office many times to have an adjustment. In (B)(6) 2016, the patient felt pain in the "sphincter hole." It was indicated the pain had started after taking medication for dementia (namenda). The pharmacist told the patient the incontinence was a side effect. The day prior, the patient went to the emergency room (ER) and the patient was given drugs but nothing was helping. The bladder was "shot." It was indicated an x-ray showed the lead was in her butt.